Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the belt connector guide post was bent and could not mate with receptacle. The root cause for the bent pin was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.